Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an av node ablation procedure, signal did not appear for the ablation catheter. The catheter was exchanged with no success. Tech support was called, and the issue remained after checking the cables and connections. The catheter was exchanged with a non-abbott catheter to complete the procedure with no adverse patient consequences. However, there was a 45 minute delay due to the issue.